Event description:
A technician reported that a dull knife was experienced during surgery. An alternate knife was immediately obtained and used to complete the procedure with no impact to the pt. No add'l info is available.

Manufacturer narrative:
A sample is available, but it has not yet been received by manufacturing for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. No add'l info is available. (B)(4).